Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) due to short interval counts (sic) and non-sustained ventricular tachycardia (vt) episodes. The rv pace/sense lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: d284vrc implantable defibrillator; 6943 implantable defib lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned, but data from the device was analyzed and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). It was also noted that analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met.